Event description:
Procedure type: patient gender: unk. According to the reporter: the surgeon was on her 3rd firing and the stapler cut but did not staple and the cam bars were found to be disengaged from the stapler. The stapler cam bars fell out of the device. Tissue damage reported. The stapler cut and did not staple and therefore operating room time was extended and add'l bowel needed to be taken to complete the procedure. A new stapler was opened and used to complete the surgery. The previously transected bowel had to be taken out and the bowel needed to be mobilized more and transected with a new stapler.

Manufacturer narrative:
(B)(4)